Event description:
The reporter contacted lifescan (lfs) on behalf of the pt alleging that their one touch basic enhanced meter would not power on. The medical affairs specialist mailed a letter since the pt could not be reached by the telephone. The last test was performed three weeks prior to calling lfs. The reporter was unable to indicate if the pt experienced symptoms of high or low blood glucose levels during the time of concern. However, the pt went to the hosp and was treated with glyburide. No actions were taken following the attempted use of the meter and prior to going to the hosp. There is insufficient info to suggest that the pt experienced injury or medical intervention due to the meter. It would have been helpful to know if they attempted to test during the time of concern, their medication regimen, symptoms they may have experienced during the time of concern, and blood glucose results obtained at the hosp. The customer care representative verified that the batteries were correctly installed, the battery contacts were in good condition, and the battery was replaced less than 1 year ago. Based on the info supplied, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter, test strips, and control solution were replaced.